Event description:
A pt that was having her labor induced due to chronic hypertension experienced a uterine rupture and required an emergency c-section. The baby had some hypoxia and was transferred to another hospital for seizure activity. The mother required a hysterectomy and blood transfusions and was admitted to the ICU. The facility does not believe the pumps had anything to do with the event but considers this a sentinel event and per their protocol, each infusion device required a safety check/investigation. There were four pump modules attached at the time of the event. On one module (unk which one), lactated ringers was infusing at 125ml/hr. Another module (unk which one) had pitocin infusing at 12ml/hr (12mu/min). The customer stated that no additional pt or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results.